Event description:
In 2007, a patient was taken back to the operating room for revision surgery due to failure to fuse. The patient had previously undergone a lumbar fusion from l3 to illiacs. The failure to fuse was at the l5-s1 level. After removal of the instrumentation, the surgeon placed op1/bmp instead of reimplanting screws.

Manufacturer narrative:
Requests have been made to return product to abbott spine. No product was returned. The investigation was completed by reviewing the surgical technique for the incompass spinal fixation system. During the investigation, op1 product manufacture literature was reviewed. The investigation concluded that the incompass fixation system did not malfunction since the patient's bone fused at the other levels. The most likely cause of failure to fuse was the patient's poor bone quality which was also indicative of the use of op1/bmp.